Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
The manufacturer representative indicated that stimulation could not be increased higher than "1 amp on electrodes." Through a process of elimination, the extension cable and external neurostimulator were eliminated as being the cause of the issue. It "appeared" to be an issue with the lead. No further information was reported.